Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: ¿it was reported that he has been experiencing inappropriate single beep alarms since wednesday.¿ the (uic:01.06 pmc:01.01) indicates that the controller serial (B)(4) is a 2.0 controller. The controller passed functional testing and visual inspection revealed that the power port 1 controller connector housing hole was found cracked on the upper housing area. The log file analysis revealed switching events due to communication error (battery values are between 101 to 201) involving battery: (B)(4) and momentary disconnect (battery values are between 202 to 220), which might have caused the reported ¿beeps¿ involving battery: (B)(4) within the analyzed period. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The momentary disconnect switching events is currently investigated by CAPA(B)(4) . The battery (B)(4) did not participate on any switching events within the analyzed period. Supplemental testing revealed no humidity, or any other anomaly found inside the housing. Other devices involved in this event: concomitant product(s): battery/ (B)(4) / model #1650de / exp. Date: 2017-12-31. Device available for evaluation: yes. Mfg. Date: 2016-12-31. Labeled for single use: no. Battery/ (B)(4) / model #1650de / exp. Date: 2018-01-31. Device available for evaluation: yes. Mfg. Date: 2017-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient reported experiencing inappropriate single beep alarms since wednesday. Patient said it was the single beep that would occur when he would make a successful power connection, however the beep occurred without any power change. Controller was exchanged and will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and two batteries (B)(4) and (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection hairline cracks around power port one (1). This observation is not related to the reported event. The controller contains a feature that records whether a power source experienced a momentary disconnection within each 15 minute interval. Log file analysis revealed several momentary disconnections involving (B)(4) and (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: battery (B)(4). D4 expiration date: 2017-12-31 UDI#: (B)(4). D10: return date: 2018-02-23 h3: yes h4: mfg date: 2016-12-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery (B)(4). D4 expiration date: 2018-01-31 UDI#: (B)(4). D10: return date: 2018-02-23 h3: yes h4: mfg date: 2017-01-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller(con307734) and two batteries (bat550549 and bat551013) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted under pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The controller contains a feature that records whether a power source experienced a m omentary disconnection within each 15 minute interval. Log file analysis revealed several momentary disconnections involving bat550549 and bat551013. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most l ikely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed functional testing. The reported complaint was confirmed. Investigation is ongoing. Additional products: battery bat550549 UDI#: (B)(4) d10: return date: 2018-02-23 h3: yes h6 FDA method code(s): 10, 23, 38 product event summary: the returned battery passed visual inspection and functional testing. The reported event was confirmed. Investigation is ongoing. Battery bat551013 UDI#: (B)(4) d10: return date: 2018-02-23 h3: yes h6 FDA method code(s): 10, 23, 38 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was not confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.